Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(4). This is the same event as 3010536692-2014-00044.